Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. New charging supplies were sent to the customer. Multiple follow-up attempts were made but no additional information could be gathered.